Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed evidence of pump reboot events. The battery cap was not returned with the pump. A test battery cap was used and the pump was found to power on intermittently. During investigation, the battery compartment was found to be cracked from the top above the pad to the cover part. Moisture was observed near the threads of the battery compartment. A leak test was performed and a leak was identified in the battery compartment.